Manufacturer narrative:
The device was returned for evaluation and the customers complaint was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during reprocessing. There were no reports of patient involvement.